Manufacturer narrative:
Pump received with scratched case, missing retainer, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, serial number label fading and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had ring missing around the reservoir compartment. No further information provided.